Event description:
It was reported, the image from the camera head was dark. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Follow up in progress to obtain additional information regarding the event from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the image from the camera head was dark. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The customer returned the camera head to olympus for the issue: ¿image was dark¿. The subject device was inspected, and the issue was confirmed and found the cause to be a faulty cable. In addition, a visual anomaly was newly observed as contact point corrosion. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU) of the subject product was checked. As a result, no abnormality was found. Based on the investigation results, regarding ¿image was dark¿, the information obtained from this complaint and the investigation results did not lead to the identification of the root cause. Olympus will continue to monitor field performance for this device.